Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was between 3-5 mm.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than thirty minutes due to this issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided as the exams were found to not be "ideal" but still within protocol.

Manufacturer narrative:
Onsite investigation was preformed and the field representative was unable to replicate the reported event as system functioned as intended and all instruments verified without problems. The field representative also looked at the scan, the trace was mainly towards the front of the face in a t shape (across nose and forehead). It was also discovered that the scan for the patient contained only 65 slices in the exam which is not within correct specification. No parts were replaced or returned. A software investigation was also completed. This investigation found the reported issue to be related to use error since the scan was not to protocol and the tracer pattern was inadequate. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system was having difficulty tracking instruments, they also reported that the dura was breached during the procedure. There was no reported delay to the procedure from the site due to this issue by the time this MDR was filed.

Manufacturer narrative:
Additional information: a medtronic representative reported that a csf leak occurred due to the breach. Additionally, the surgeon was able to repair the leak during the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.